Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 was failed and technical support required. Tried reboot but failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that the drawer was failed. A field service engineer (fse) inspected the station and found no failed drawers. The customer reported a failure in drawer 2.1 but was unsure whether it was on the main or auxiliary unit. The hardware test application (hta) was run on both of equipment, and no issues were detected during testing. The system functioned as intended after the field service engineer investigated the issue of the device.